Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a leaking infusion set cannula. Blood glucose (bg) level was impacted (300-400 mg/dl). Reportedly, the customer continued to use the pump to address bg level. It was indicated that an appointment with the customer's health care provider (hcp) had been set up. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (bg and infusion set information); however, no additional information regarding this event was provided.